Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2009, a monarc sling was implanted to treat stress urinary incontinence. It was alleged that, "as a result of having the monarc implanted in her," the pt "has experienced significant mental and physical pain and suffering, has sustained permanent injury, and will likely undergo corrective surgery," and "has endured impaired physical relations with her husband." It was also reported that the pt, "suffered chronic pain, infection, dyspareunia and other injuries presently undiagnosed."